Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the "pump not primed" alarm came on the coller heater unit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
Per the biomedical engineer (biomed), flow was going back so pressure sensor may be defective.